Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, while attempting to advance a smart coil into the microcatheter, the smart coil would not advance past its initial position within its introducer sheath. Subsequently, the pusher assembly became bent. Therefore, the smart coil was removed and replaced. Next, after placing four smart coils in the target location successfully, the physician attempted to detach the next smart coil using the handle; however, the smart coil failed to detach. Therefore, the handle was removed. The procedure was completed using a new handle and the same smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was able to advance through its introducer sheath without an issue. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.